Event description:
Reportedly, the wingnut was rotated and the instrument fired completely but the donuts of tissue on the anal side could not be confirmed. It remained at the anastomosed site. The instrument was retrieved from the rectum tube and then the tissue broke. The fragment was reinforced with hand sewing. Procedure: lower anterior resection.